Manufacturer narrative:
(B)(4).

Event description:
The dentist reported 3 months after the dental implant was installed in intraoral region #7, it was verified its loss of osseointegration. 40 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.